Event description:
It was reported the patient was unable to feel stimulation in her pain pattern 24 hours after her trial procedure. Reprogramming was unable to resolve the issue. X-rays revealed lead migration. Subsequently, the patient underwent surgical intervention on (B)(6) 2014, where the trial leads were repositioned. The patient reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.